Event description:
Handle on pail of bedside commode was not properly reset after emptying of pail. Bedside commode seat was placed back on top of pail with handle not in proper place. When patient used bedside commode, patient's weight caused pail handle to shift, which lowered bedside commode seat. The patient was pinched by the shifting seat and pail handle.